Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a data line failure.

Event description:
On 11/29/2021, it was reported by a sales representative via sems that an ar-3210-0040 nanoscope handpiece stopped displaying images. This was discovered during use in a procedure performed on (B)(6) 2021. A second handpiece was opened, but the issue persisted. Tech support advised to restart the nanoscope console. The surgeon continued the procedure, and the console began working again after being reset. The case was completed with the second handpiece with no patient effect.